Event description:
During peripheral intervention, the needle of the outback system became stuck in the "out" position (could not be retracted). The target site was the right distal superficial artery (sfa) with approach through the left groin. The physician started with a 6french terumo sheath, storq 300cm .014 guidewire and an opta pro balloon for wire support. The storq wire was not able to pass the lesion even with the support of the balloon. Consequently, this storq wire was withdrawn and an abbott confianza 300cm .014 guidewire was placed. This wire passed and was positioned. The outback then was prepped and back loaded into the sheath. An attempt to pass over the horn was made twice; however, with the expected stiffness, the outback kept getting stuck. The abbott confianza wire was exchanged for a stiffer all star 300cm .014 guidewire; however, this wire would not pass. The physician then changed backed to the storq wire and now a 7french terumo sheath and the outback was able to go up and over the horn. The marks were lined, needle was advance back and forth to the popliteal artery, but during one time advancement, the needle became stuck in the "out" position (as seen under fluoroscopy) and could not be retracted. Consequently, the system with the needle in the "out" position was withdrawn slowly, 2 inches at a time, until the entire system was removed from the pt's body without incident. An angiogram was completed to confirm there was no leaking of dye, no dissection. It was observed that while the outback was in, there was some progress made, therefore, the storq wire, 7french terumo sheath, and another outback were used without difficulty and success, as the target site was ballooned, stented with excellent results.

Manufacturer narrative:
It was further noted that there were no adverse effects to the patient. Followed up with the physician was made next day and confirmed that the pt did not suffer any subsequent complications. The pt did well and was timely discharged. Of note, pt-specific info was not readily available, but will be provided subsequently. The product is available for evaluation and testing. However, the device has not been received as of to date. Additional information will be submitted within 30 days upon receipt. See scanned page.